Event description:
Major illness. Told it was copd. Nonsmoker or drinker. No help from regular doctors. Found informed doctor, did special mercury test, started IV vitamin c 150 grams/in 500ml, plus hydrogen peroxide IV.250/ml bag alternating. Weight again came back, started chelation for mercury. Will start mercury filling 12 mercury fillings, removal next week. Copd has been reversed. Thank god we found an informed doctor in another country.